Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope screen became noised. The issue occurred during service / maintenance (not in a clinical setting). There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, e4, g3, h2, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reasonably known causes such as component damage or deterioration of the u-plug unit. The most likely cause of this compliant is expected to be a predicted or random part failure rather than a design or manufacturing problem. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.